Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are catalog # 6955712, 6955714, 6955826, 6955828, and # 6955830. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient presented with neck pain secondary to cervical instability at c2-3; and headaches .the patient¿s preoperative diagnosis was rheumatoid arthritis and c2-3 instability, the patient underwent surgery that consisted of c2-3, c3-4,c4-5, c5-6, c6-7, c7-t1 arthrodesis with bone morphogenic protein and hydroxyapatite cancellous allograph; and c2,c3,c4,c5,c6,c7,t1 and t2 instrumentation. Per the operative report ¿¿¿ this hole was sounded for breaches, tapped and sounded forbreached and followed by placement of 12mm lateral mass screw. This was done bilaterally at c3, c4, c5, and c6. Lateral fluoroscopy was then used to place a pilot hole 3mm and 1-2 mm superior to the c2-3 facet joint. Using fluoroscopy, a hand drill was used to create a pilot hole for the screw. This hole was tapped followed by placement of a 14mm c2 pars screw. This was made somewhat more difficult by her previous occiput c2 fusion which obliterated the normal bony landmark. The left sided transarticular screw was the removed and followed by placement of a 30 mm polyaxial screw through the same hole. Next using fluoroscopy a pilot hole was created over the left pedicle. This hole was deepened with a hand drill through the pedicle into the vertebral body. The hole was then sounded for breaches, tapped, sounded for breeches, followed by placement of a c7 pedicle screw. This was done on the right in a similar fashion as well as bilaterally at t1 and t2. Next the left sided rod was contoured and secured to the screw heads. On the right, the right c7 pedicle screw head was offset and the rod could not fit into it without significant amount of lateral and medial bending. The c7 pedicle screw was then removed and the rods secured to the screw heads. All the screws were tightened to their final tightness and then irrigated copiously. The lamina from c2-t2 was then decorticated with high speed drill. Bone morphogenetic protein sponges were laid down over the decorticated lamina followed by placement of 20cc of mastergraft hydroxyapatite crystals¿.¿ no patient complications were noted. On (B)(6) 2007, the patient was noted to have acute blood loss anemia. Two units of packed red blood cell were transfused. On (B)(6) 2007, the patient was noted as having some respiratory distress which was due to narcotics. The patient was also found to be a bit hypoglycemic. On (B)(6) 2007, the patient was discharged from hospital. On (B)(6) 2010, the patient presented with neck and arm pain with intermittent numbness in hand; possible fracture of one c2 pedicle s crew; and failed fusion, c2-3. The patient¿s preoperative diagnosis was c2-3 pseudoarthritis, status post attempted c2-t2 posterior fusion. The patient underwent surgery which consisted of exploration; an occipital to c5 posterior fusion with a small occipital keel plate and vertex lateral mass screw system, morselized bone graft and bmp. Per the operative report ¿¿ the instrumentation was identified. The lateral mass screws were exposed down to the c5 screws on both sides. Self-retracting retractors were placed. The c1 screw on the right side and the c2 screw on the left side were both loose. The rod was cut and those screws were removed. Then the exposed spine was examined. It was quite loose at the c2-c3 level. This confirmed the preoperative diagnosis of a pseudoarthrosis at that level. There was also evidence of a posterior fusion between c1 and the occiput. The exposed bone surfaces were the decorticated and all the bone dust was collected in a luken trap. This was mixed with mastergraft ceramic bone graft extender to for the morselized bone graft. Next a small occipital keel plate compatible with the vertex system was applied to the occiput. A total of 4 screws were placed. The lowest midline screw was 10mm. The upper midline screw was 8mm. Then 6mm screws were placed and then all connectors were tightened appropriately. On the left side, top-loading offset connectors were placed on the c3-c5 lateral mass screws and the rod was attached to the keel plate. Again all the connectors were appropriately tightened. An attempt was made to place a cross link but this appeared to be too proud and was not used. After all the connectors were tightened, there was now a very solid construct. There was no further movement of at the c2-c3 level. Then strips of infuse bmp bone graft was placed over this. Prior to placement of the infuse bmp and bone graft, the wound was irrigated copiously ¿..¿ no patent complications were noted. On (B)(6) 2010 the patient was discharged from hospital.